Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost a significant amount of weight and the lead tails have become too shallow. On (B)(6) 2014, the physician repositioned the lead tails to the proper depth. The patient reported effective stimulation post operative.